Event description:
It was reported that leakage occurred before use with a syringe s2 10ml 21ga 1-1/2in. The following information was provided by the initial reporter, "leakage found during dispensing with a syringe."

Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or samples for catalog 301947 lot 1901227 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR showed no indication of the alleged defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred before use with a syringe s2 10 ml 21ga 1-1/2 in. The following information was provided by the initial reporter, "leakage found during dispensing with a syringe."